Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The implantable pulse generator (ipg) was reprogrammed. As the ipg is associated with the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event and it was reported that a pacing problem may have occurred, the ipg was ultimately explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.